Event description:
It was reported that the device was unable to be interrogated and that there was no sensing and intermittent pacing. It was also reported that the device was explanted for normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.